Event description:
It was reported that the patient experienced multiple pump off alarms noted. It was noted that the patient had a history of short to shield with repair to driveline (cs-168047). The patient was using grounded cable. An abdominal xray confirmed phase to phase. Log files were submitted for review and captured 10 low speed and 10 pump stop alarms on (B)(6) 2025 while the patient was utilizing wall power and batteries. There were no other unusual events recorded in the log file event history. The equipment was operating as intended. The patient was being monitored and had not had any more alarms. Patient underwent a heartmate2 pump exchange on (B)(6) 2025 due to phase-to-phase driveline issue. Tissue was seen on portions of the driveline cable. The patient was being monitored. The pump would be returned for analysis.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Corrected data: section d6b: explant date corrected. H6: health effect - clinical code and health effect - impact code corrected. Manufacturer's investigation conclusion: the evaluation of the heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed internal driveline wire damage that could have contributed to the reported pump stops and low speed alarms. The submitted log file captured events from 27jan2025 through 10feb2025. Transient low speed and pump stop events were captured between 01feb2025 and 02feb2025 while the system controller was connected to a power module and battery power. No other notable events or alarms were captured. The captured events appeared consistent with the potential driveline wire issue. (B)(6) was returned assembled with the driveline severed approximately 2¿ from the pump housing. The distal portion of the driveline (including the system controller connector) was returned measuring approximately 43.5". The inflow conduit (inlet tube, flex section, and inlet elbow) and apical sewing ring were not returned. The outflow graft elbow was returned attached to the pump¿s outlet port. The remainder of the sealed outflow conduit (outflow graft and outflow graft bend relief) was not returned. The bend relief collar was returned detached from the sealed outflow conduit. Additionally, an unused and unopened bend relief collar was returned in its original packaging. Visual inspection of the wires of the pump portion of the driveline revealed no notable damage. The pump portion was tested for electrical continuity in the condition that it was received. All tested wires were found to be electrically intact. The wires were then submerged in a saline bath solution for high potential (hi-pot) testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. The distal portion of the driveline was tested for electrical continuity in the condition that it was received and revealed elevated resistance values across all phases in the red, orange, green, and brown wires. The yellow and black wires revealed no discontinuities or shorts, even with manipulation of the driveline segment. Visual inspection of the distal portion of the returned driveline revealed kinking in the wires at approximately 9¿ distal to the pump housing. Microscopic examination of the underlying wires revealed a breach in the insulation of the red, black, orange, brown and green wires at this location. The insulation of the yellow wire remained intact despite the kinking. The wires were then submerged in a saline bath solution for hi-pot testing to further verify the integrity of each wire's insulation. This revealed damage to the insulation of the black wire approximately 9¿ from the pump housing, at the location of the kinking and breach in insulation. The test did not reveal any additional areas of current leakage in the insulation. If the exposed conductors of the breached wires contacted the braided shield while the system was operating on a tethered power source such as the power module with a grounded patient cable or mobile power unit, the resulting short-to-ground could have resulted in low speed and pump stoppage events. Furthermore, if the exposed conductors of the wires made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable, the resulting phase-to-phase short would have resulted in the low speed and pump stop events observed in the submitted log files. The relevant sections of the device history records for (B)(6) and driveline serial number (B)(6) documents were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The IFU addresses pump parameters including pump speed and flow. Section 6 of the IFU entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage, as well as how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 7 entitled "alarms and troubleshooting" outlines system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline.¿ the section entitled ¿alarms and troubleshooting¿ outlines system controller alarms, as well as how to respond to each alarm condition. A section on handling emergencies is also provided. No further information was provided. The manufacturer is closing the file on this event.